Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was taken to operation room for aortic valve repair. While on cardiopulmonary bypass, heartmate 3 (hm3) pump speed lowered to 3000 rpm using heartmate touch. The pump was stopped using pump stop command button. The patient's controller had a broken black patient cable, and the controller was exchanged. The patient was on bypass and the pump was off for an hour before the controller was changed out. Upon inserting the driveline into the controller, the pump automatically restarted and ran at a speed of 3000 rpm. No harm to the patient was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively established through this evaluation. The submitted log files from the new controller ((B)(6)) and the downloaded log files from the returned controller ((B)(6)) were reviewed. The pump appeared to operate at the set speed without issue. Several set patient speed changes were made on 18nov2022. The pump was eventually stopped on 18nov2022 due to the pump stop command button being pressed. After approximately 2 hours, the silence alarm button was pressed on the controller which started the pump, per design. The driveline was then disconnected to exchange the controller. Of note, the controller event log file from hsc-121381 did not capture information from when the pump was first connected as it had been overwritten by newer information, per design. The system appeared to be operating as intended. Refer to the controller and backup battery investigations regarding the reported backup battery fault alarms. The patient remains ongoing on (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 5 instructs that the pump will start when the system controller is connected to a driveline and a power source if the fixed speed is set to at least 4,000 revolutions per minute (rpm) or if the system controller¿s backup battery is installed and any button is pressed on the system controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient had aortic insufficiency and left ventricle device assist was not a contributory factor. Additional information stated that the pump stop command was sent to the pump via the original controller. When the vad coordinator performed the controller exchange, it canceled out the extended alarm silence. The backup battery was installed in the new controller, so when the alarm silence was hit, it sent the command to start the pump; even at a speed of 3000. Related MFR # of the exchanged system controller 2916596-2022-15519.